Event description:
A us distributor reported that a patient's battery charger had power connector problems and would not power on.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (battery charger power) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the damaged charger.